Event description:
It was reported that there was oversensing on the right atrial (ra) lead. The ra lead was noted to be sensing the qrs and the t-wave. Reprogramming was performed and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.